Manufacturer narrative:
The investigation into the reported low pump flow has been completed. Product was returned for evaluation. There was a kink found on cannula near the distal land of the outlet. Per the clinical details provided, the root cause of the low flow issue was a kinked cannula related to tortuous aorta. Instructions for use for the related event are as follows ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported a 79-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella kinked upon insertion distal to the outlet. They were unable to flow above 1.3l, the device was removed and a new impella was inserted without any complications. No patient harm reported due to the issue.